Event description:
Rptr gave birth via c-section. Not 2 days after rptr developed an infection. In the course of 3-6 months rptr was re-opened atleast 3 times for continuance of infection. Rptr then found out about the ob/gyn recalls and is now concerned that they may have had some of those instruments used on them, when rptr was initially told that they had a "female infection" but later discovered many women at this hosp had developed c-section infections. Rptr is due to have another c-section at the same hosp.